Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to duplicate the reported issue. As a resolution, upgraded software to 1.06. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 alarmed reset ( ln vent, os file, os line). As of this time there is no information about patient involvement associated with this reported event.